Event description:
Customer reported he checked his glucose on his freestyle freedom lite blood glucose meter and received a result of 195 mg/dl. He further reported that while waiting in the car while his friend was shopping, he experienced irritability, diaphoresis, a dry mouth and was not aware of what was happening around him. His friend called the paramedics, who checked his glucose on an unknown brand of meter, and received a result of 31 mg/dl, approximately 30 minutes after he obtained his result. An intravenous infusion of unknown type was initiated, the customer was transported to a local healthcare facility, where he was diagnosed with hypoglycemia and treated with orange juice and food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The device has been returned, and an investigation using the returned test strips (lot no: 0909014), and approved control solution has determined the complaint is not confirmed. All results were within range specification. A result of 196 mg/dl was noted in the meter's internal memory log and was obtained in 2009.